Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient had a revision right total knee arthroplasty, entire femoral and tibial component to address painful right knee arthroplasty with osteolysis. During the revision, the surgeon noted a fair amount of bone loss around the tibial side also some micro motion on the tibial side. The loosening was noted at the bone/ cement interface of the tibial side. The femoral side was noted to be well fixed, but was revised nonetheless. The patella component was well fixed and not revised. Competitor components were implanted during this revision. Doi: (B)(6) 2016 (femur), doi: (B)(6) 2019 (tibia, insert and patella - first revision captured in (B)(4)); dor: (B)(6) 2020.